Event description:
The complaint reported that "the surgeon was performing a tonsillectomy on a (B)(6) year old patient using the a and e 050-041ns ((B)(4)) 10fr suction coagulator. During the procedure, the suction coagulator began burning the inside of the patient's cheek as well as the corner of the patient's mouth. The burns are severe and may require plastic surgery to repair.

Manufacturer narrative:
It is not possible to determine the root cause of the reported event without an examination of the actual device used in the procedure. One possible cause of the reported event may be damaged cannula insulation. As the 050-041 suction coagulators are provided non-sterile and bulk packaged, they are subject to shipping, handling, 3rd party processing, and sterilization beyond the control of alto development.